Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee arthroplasty in 2015. Patient had surgery to remove implant in 2016.

Manufacturer narrative:
The reported event is in relation to implanting a right triathlon femoral component in a left knee. There is no indication or allegation that device reported in this investigation contributed to the event of implanting the incorrect device. The reported device was implanted in (B)(6) 2015 and explanted in (B)(6) 2016. As per the packaging IFU, reference qin 4376 version h, "[..] Appropriate selection, placement and fixation of the total knee components are critical factors which affect implant service life." It is the responsibility of the surgeon to select the correct implant as a such it has been determined that this event is associated with an off label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee arthroplasty in 2015. Patient had surgery to remove implant in 2016. Update; as per maude report event should read; left knee arthroplasty on 2015, discovered right implant used, discovered on 2016. Patient had surgery to remove implant in 2016.